Event description:
The manufacturer received information that a trilogy ev300 ventilator failed active exhalation verification. There was no harm or injury reported. Onsite service for device repair has been requested but not yet scheduled at this time. Repair is to be handled by philips approved service provider for evaluation of the alleged failed active exhalation verification. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.